Manufacturer narrative:
(B)(4). D10: item # 00785001400, femoral stem cemented std. Collar 12/14 neck taper std. Neck offset size 14 135 mm stem length, lot # 65299522. Item # 00785901100, distal centralizer 11 mm o.d., lot # 65337319. Item # 30103605, g7 vit e neutral lnr 36mm e, lot # 65312576. Item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7249809. Item # 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, lot # j7219891. Item # unknown, unknown cement, lot # unknown. Item # 010000663, g7 pps ltd acet shell 52e, lot # 7216453. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient is experiencing pain, swelling, burning sensation and has a nickel allergy. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. Complaint investigation this complaint is processed as a limited investigation. Limited investigations do not need to have the DHR, raw material certificate, sterilization certificate, complaint history, product hold/field action pulled and reviewed. Also, a review of the risk management file has not been completed as the product is considered unrelated to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Patient reported via telephone that she is experiencing swelling from her hip to foot. Doctor placed patient on prednisone which did not help the swelling. Patient states her hip is irritated with a burning groin pain and no other problems with the hip. Patient had a allergy test performed and a positive reaction to nickel and palladium. Based on the available information, the reported event can be confirmed. However, no problem was found with the biolox delta ceramic femoral head. The composition of the femoral head does not contain the reported allergens (nickel) the patient is experiencing. The only device with nickel is the femoral stem. Therefore, a limited investigation was performed and no issue with the device involved in this complaint can be found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.